Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 21.7 cm to 23.0 cm from the and 24.1 cm to 25.1 cm from the distal tip, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported loss of capture. (B)(4)

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited loss of capture. The lead was explanted and replaced. The patient tolerated the procedure well.